Event description:
It was reported that the image data received by the magicstore expert and temporarily stored on a sanbloc-2gb raid system could not be retrieved within the magicstore's operating system. Normally, this image data is redundantly stored on either the modality, the diagnostic workstation, or in long-term storage. However, in this particular case, some image data was not available in these other locations.

Manufacturer narrative:
In response to this issue, a customer safety advisory letter is being issued to affected consignees. This letter notifies users of this issue and provides instructions to minimize potential risk. In addition, the involved raid components will be replaced at affected sites to resolve this issue.